Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen, which is off label usage of the device on (B)(6) 2023. On (B)(6) 2023, the patient did not experience any symptoms and suddenly lost consciousness and the patient described the event as ¿a diabetic coma¿. An ambulance was called by the wife and the patient was treated with intravenous glucose. At an unknown time, but most likely when the paramedics arrived, the cgm was reading 4.1 mmol/l and the blood glucose reading was 1.8 mmol/l. The patient regained consciousness after the treatment and was not brought to the hospital. At the time of the report the patient was recovering at home and no symptoms were reported. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the a zone of the parkes error grid. No additional patient or event information is available.